Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Customer reported that drive support cap appeared normal. Customer declined troubleshooting and just wanted help with bringing blood glucose down. Customer was not able to find syringes to treat.